Event description:
The technical service representative witnessed one of the analyzer operators slip in a liquid leaking from the p module causing her to fall. The system was in a temporary location and the field service representative had installed a sump pump to evacuate the waste. Someone bumped one of the tubes that go to the sump pump from the analyzer which caused it to fall out of the pump, onto the floor and to spray liquid onto the floor. Absorbent cloths were put down to contain the leak. A tech slipped on one of the cloths containing the liquid and hurt her knee. The tech was treated in the ER for her injury. The tech did not return to work the same day after the incident. No information could be provided about the treatment received by the tech or her current condition due to confidentiality reasons.

Manufacturer narrative:
The technical service representative noticed the tube causing the leak and placed it back into the sump pump and stated the analyzer was no longer leaking.